Event description:
During insertion of duo-flow catheter the device perforated the vein which it was inserted in. It then punctured another vessel in the chest. The chest filled with blood resulting in a cardiac arrest and the pt expired. The initial autopsy report confirms this.